Event description:
The customer reported the system will not boot up. There was no patient involvement or injury.

Manufacturer narrative:
Customer removed surge protector pcb from 9800 and installed into 2800 workstation. Customer wants to cancel this case and opened another case to install surge protector pcb.